Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone is not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4.0mm dia x 16mm enterprise®2 (enf401612 / 6424221) was used with the phenom¿ 21 microcatheter (medtronic); it was reported that the physician was not able to resheath the device. Another enterprise®2 device was opened to complete the procedure. A supplementary statement from the physician was received on (B)(6) 2022. Per the physician, "the issue was the stent recapturing didn't work and required removal of the whole system to avoid an unwanted compliance in an elective case." There was no report of any patient adverse event or complication. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6424221. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.0mm dia x 16mm enterprise®2 (enf401612 / 6424221) was used with the phenom¿ 21 microcatheter (medtronic); it was reported that the physician was not able to resheath the device. Another enterprise®2 device was opened to complete the procedure. A supplementary statement from the physician was received on (B)(6) 2022. Per the physician, "the issue was the stent recapturing didn't work and required removal of the whole system to avoid an unwanted compliance in an elective case." There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-mar-2022. [Additional information]: on 16-mar-2022, additional information was received. The information indicated that the target of the endovascular embolization procedure was on the pericallosal artery. Adequate and continuous flush was maintained through the phenom¿ 21 microcatheter. During the attempt to resheath the stent to recapture it back into the delivery system, the stent component was still on the delivery wire. There was no damaged observed on the stent component. The information indicated that the stent was recaptured into the concomitant microcatheter; the stent had not been deployed beyond the recapturability limit listed in the IFU; it was deployed at 50%. The phenom¿ 21 microcatheter was used with the replacement enterprise stent without any issue and the procedure was successfully completed. The additional information received confirmed that there was no patient injury due to the reported issue; the issue did result in an additional 30 minutes added to the procedure time, however, it was not reported if this was considered clinically significant. The complaint product is reported to still be at the hospital and will be made available for return as soon as an appointment is obtained to pick up the device. E.1: initial reporter phone: (B)(6). H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-apr-2022. [Additional information]: on 13-apr-2022, additional information was received related to the complaint product availability for return. Based on the information, it was reported to the cerenovus sales representative that the hospital had accidentally discarded the complaint device; it is no longer available for return. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.